Manufacturer narrative:
The consumer reported that there is a history of chronic dry eyes and that they wear the contacts much longer than they should. Initial reports through social media indicated that use of the product kept their dry eyes comfortable all day long. As an update to the initial social media post, the consumer reported that there has been an improvement in cleaning of lens and how much longer they can wear their lenses. The consumer also indicated that their contacts irritate their eyes after using the product every day and that it may be related to the product not being completely neutralized. Additional rinsing was reported to make the lenses much more comfortable. There was no report of a medical evaluation or medical treatment associated with the experience, and no product was returned for evaluation.. The consumer reported through the updated social media post that with the additional rinsing steps, "I will continue to purchase this because my lenses are beautifully clean and clear and comfortable every day now. I still love it!" Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that there is a history of chronic dry eyes and that they wear the contacts much longer than they should. Initial reports through social media indicated that use of the product kept their dry eyes comfortable all day long. As an update to the initial social media post, the consumer reported that there has been an improvement in cleaning of lens and how much longer they can wear their lenses. The consumer also indicated that their contacts irritate their eyes after using the product every day and that it may be related to the product not being completely neutralized. Additional rinsing was reported to make the lenses much more comfortable. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.

Manufacturer narrative:
Additional information:the u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Time in use is unknown.